Event description:
During an ep procedure the patient was burned on the leg at the site of the body surface cable right leg lead electrode. Patient prognosis is excellent, and was discharged same day. An antibiotic cream was administered to the reddened, blistered leg area.